Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with non-sustained right ventricular oversensing (nsrvo) episodes. R-wave amplitude variation was also noted. No changes were reported and there were no patient consequences.